Manufacturer narrative:
The reported event was pocket erosion. The device was returned for analysis. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable.

Event description:
It was reported that the patient presented in the clinic with implantable cardiac monitor (icm) eroded through the patient's skin. The icm was explanted to resolve the issue. The patient condition was unknown.